Event description:
It was reported the c10-3v transducer had a hole in the lens with exposed electronics. This was associated with an epiq 5g ultrasound system. This was found outside of patient use, there was no patient or uer harm associated with this event. Philips has started an investigation and upon completion, a follow up report will be submitted.